Manufacturer narrative:
The device was received for analysis on jan 8, 2018. Visual inspection of the returned device confirmed the absence of any elements of non-conformity. Dimensional analysis confirmed the absence of dimensional irregularities. A deployment simulation was performed, using the returned prosthesis, in a silicon aortic root. The valve was seated in the annulus without issue, and no coaptation issues were observed. Review of the device history record confirmed that the prosthesis satisfied all material, dimensional and performance specifications required for a size 25/l perceval heart valve at the time of manufacture and release. Based on the investigations performed, the reported event cannot be explained by any factor intrinsic to the involved device, and the root cause of the event remains unknown.

Manufacturer narrative:
Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Not yet returned to manufacturer.

Event description:
On (B)(4) 2017 the manufacturer was notified of the following event: on (B)(6) 2017, a perceval size 25 was attempted to be implanted. Mal-positioning of the device was observed and the device was removed and re-collapsed. The malpositioning was due to user error as per physician's medical judgment. On the second attempt at implanting the device a tight leaflet was observed. The superior leaflet was retracted and full coaptation was not observed. Severe iao on perioperative echocardiogram. The device was removed and a crown size 23mm was then implanted. The patient recovered well.